Event description:
The blanket temperature was set at 33.5 degrees celsius and the actual blanket temperature was reading 42. Infant temperature reached 32.4. The physician was notified. Respiratory therapy switched the machine and restored the settings. The old machine blanket temperature was not fluctuating appropriately. Infant temperature now stable and appropriate for blanket setting. No untoward patient effects.